Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. One sensor received cal error while another sensor received change sensor alarm. The sensor from the current lot does not have an electrode. The sensor will not be returned for analysis.